Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Aspirin and warm compresses were used to treat the symptom which resolved.

Event description:
Clinic reported a patient who developed basilic vein thrombosis (formation of a blood clot) in right axilla 1.6 months post miradry treatment. Patient experienced pain in the axilla and went to the emergency room where she was diagnosed with basilic vein thrombosis 10 days post-treatment. Aspirin and warm compresses were used to treat until symptoms resolved.